Event description:
While attempting to pace a patient (age unknown) the device was unable to output pacer current. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.